Manufacturer narrative:
The patient's age and gender were not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 31 days. The event occurred at (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, there was a lesion or ailment in the abdominal cavity and upper gastrointestinal tract. Hemorrhagic gastritis was reported. The patient was transfused with between 4 and 8 units of packed red blood cells. On (B)(6) 2016, the patient had protein leaky gastroenteritis. On (B)(6) 2016, there was a lesion or ailment in the abdominal cavity and upper gastrointestinal tract. A small-intestinal ulcer was reported. The patient was transfused with between 4 and 8 units of packed red blood cells. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bleeding in the abdominal cavity and upper gastrointestinal tract could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.